Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the box next to the item in the rxverify page was missing. A technical support specialist (tss) logged into medbank myqlink and confirmed that each item for the patient was already included in the medication order list, with adequate stock available for each. After remotely accessing the cabinet, the tss verified that all zones populated and opened as expected. The tss then had the user log into the cabinet and observed their workflow. It became clear that the user required training on the rxverify process. The user needed to complete the entire rxverify sequence in order to access the item selection box and finalize the issue. The tss guided the user through the process successfully, and the user will wait for the necessary approval. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user mentioned that the box next to the item they were trying to issue in the rx verify page was missing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.